Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had previous untreated episodes due to oversensing of noisy signals with bigeminal rhythm. Recently, the entire system was explanted due to this oversensing of noisy signals and replaced with a transvenous one. No additional adverse events were reported. This supplemental report is being filed to provide additional information from device evaluation.

Event description:
It was reported that this patient had previous untreated episodes due to oversensing of noisy signals with bigeminal rhythm. Recently, the entire system was explanted due to this oversensing of noisy signals and replaced with a transvenous one. No additional adverse events were reported.